Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Please note, e2402 was used for the allegation of a "dural puncture". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a dural puncture perioperative on (B)(6) 2018 during trialing, with spinal fluid leakage as per the hospitalization summary notes and progress notes in the electronic medical record dated (B)(6) 2018. The leakage stopped shortly after lead removal and reintroductions. It was unknown if the device caused/contributed to the event. Failed back surgery syndrome (fbss) in 1984, back pain with leg pain, and discectomy in 1984 and 1985 were noted as relevant patient medical history.

Event description:
Additional information was received from the clinical site via the manufacturer representative. It was reported that the hospitalization was scheduled and not due to or extended by the fluid leakage. The serial number of the lead involved with the dural puncture was provided. Additional information was received from the clinical site. It was reported that surgical observation discovered the dural puncture at the lead insertion. The lead was repositioned during the same procedure, and the event resolved without sequelae on 29-aut-2018. There were no associated symptoms. The clinical diagnosis was a cerebrospinal fluid (csf) leak due to dural puncture. The etiology was related to the implant procedure, specifically to surgery/anesthesia, and not related to the device/therapy.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2018 product type lead h2. Correction: please note, code f08 no longer applies to this report based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.